Event description:
During laparascopic procedure, user facility tried to use two different electrode cutting loops and both sparked. The surgeon was able to complete procedure with a third cutting loop. With each cutting loop used, the user facility changed the lot # of the loop and changed the reusable connecting cable. No pt or staff injuries occurred.